Event description:
It was reported that the patient underwent right total hip arthroplasty on an unknown date over 20 years ago, and received a mallory head ringloc shell and mallory head porous primary stem. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear and instability. The mallory head ringloc liner and head were removed and replaced. Review of invoice history could not confirm an initial surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.